Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first occurred at "3" on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that immediately after the alleged product issue occurred they developed "sore fingers", but denied requiring any form of treatment as a result of this symptom. At the time of troubleshooting the cca was unable to walk the patient through a retest. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.